Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What type of procedure was the device used in? What color cartridge was being used (please provide the product code)? On which firing did the event occur? When the surgeon tried to use the device and it did not work; would the device not fire? Did the surgeon try the reverse button and it did not work or did the surgeon go directly to the manual override? I understand that the manual override failed to work. How was the device removed from the tissue? What is the current status of the patient? What tissues were being worked on when the device did not work?

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: battery in physician proceeded to use stapler it did not work. Physician tried to use the override on stapler that failed as well. Unknown how procedure was completed.

Event description:
It was reported that during an unknown procedure the physician tried to use the device, but it did not work. An attempt was made to use the override, it failed as well. No further information is known at this time. There was no report of adverse impact to the patient.